Event description:
The customer reported an intermittent loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation of the log files revealed that no error could be identified. The system was tested and found to be working as intended and put back into service.